Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-jul-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant hematocrit result of 22.7% on a malepatient with altered level of consciousness, diaphoretic/tachypneic. There was no additional patient information at the time of this report. Method:I-stat,lab; date: 05-jun-2023, 05-jun-2023; time: 0337,0456; hb:7.1g/dl 14.2 g/dl, hct :22.7%, 43.6%; sample: a, b; at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.